Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse checked the logs, and no electrical failures were reported. Fault codes# 16,37, and 77 were found and appeared to be trigger related, auto fill related and normal compressor adjustment related. The alarms recorded indicated trigger related (no trigger), setting related (augmentation below limit set), 1 autofil failure,2 gas gain alarms and 2 iab catheter restrictions. No indication of equipment malfunction. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The time was not updated for daylight saving time. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not being able to pump on 1:1and was giving the user a pressure over limit warning and would stop pumping. The crew was able to switch to 2:1without incident, and with resolution of the problem. The iabp worked fine the rest of the trip. The iabp was currently out-of-service (oos) for this issue. No patient harm, serious injury or adverse event was reported.